Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) battery depletion was normal and the ins was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). An end of service (eos)/end of life (eol) message was reported. It was reported the ins depleted 45 to 60 days ago and the patient no longer had pain relief, had an increase in baseline pain, and a loss of therapeutic effect was reported. The patient was scheduled to have the ins replaced on (B)(6) which meant two more months without therapy. The patient¿s son reported that at the implant in 2012 he remembered being told that the non-rechargeable battery would last up to nine years. It was reviewed that the rechargeable ins could last up to nine years, but the non-rechargeable depends on usage and settings. The patient was in his 90¿s and ¿immobile,¿ which was why the decided on the non-rechargeable based on the longevity and not wanting the maintenance of recharging. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.